Event description:
It was reported that patient underwent inguinal hernia procedure on an unknown date, and suture was used. The surgeon reports that he had the thread detached from the needle during the application of a suture point, without having made any traction. There was no patient consequence. Additional information was requested.

Manufacturer narrative:
Product complaint (B)(4). Date sent to the FDA: 6/24/2024 h6 component code: g07002 - device not returned this report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. The lot/batch was not provided; therefore, a manufacturing record evaluation could not be performed. Additional information was requested, the following was obtained: * please provide the source or name and title of the external person providing answers to follow-up (external person submitting answers to sales rep) . Nurse (B)(6) were there any patient consequences during any of these events? No * if possible, can you identify the product code and lot number of the product that was used in the other 4 events? Code and lot not retrievable. The nurse indicated these products had a acronym "ur", but she does not remember the family to date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.